Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (loss of tightness, lost image) and cause not established (optics retention coupler with rust residues). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed that during the device evaluation, the camera head had loss of tightness, lost image and optics retention coupler with rust residues. There was no patient involvement.